Manufacturer narrative:
Evaluation summary a customer reported on behalf of a patient that her humapen ergo device dose knob would not "adjust the dosage accurately." She experienced high blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While the manufacture date of the complaint device is unknown, humapen ergo devices were last manufactured in 2006. The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. Therefore it is likely the patient used it beyond its approved use life. There is no evidence of improper use or storage. However, it is likely the patient used the device beyond its approved use life.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program, concerns a (B)(6) female patient born in (B)(6). Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (humulin 70/30) via humapen ergo I device, 15 each morning and 10 each evening (no units provided) for the treatment of diabetes mellitus beginning in 2005. In (B)(6) 2009, approximately four years after initiation, the patient was hospitalized due to high blood glucose. The patient was discharged after over two months. On (B)(6) 2014, the patient was hospitalized for high blood glucose again, where the fasting blood glucose was 17-28 (no units or reference range provided). The patient was discharged on (B)(6) 2014. The patient felt the regulation cocks degree scale of the humapen ergo I was not accurate (product complaint (B)(4); lot number unknown ), so the physician changed the patient to a new humapen ergo ii device. At the time of this report, the patients fasting blood glucose was below 10 and postprandial blood glucose was 9-12. The outcome of the events was unknown. Human insulin isophane suspension 70%/ human insulin 30% remained ongoing. This report included two suspect humapen ergo I devices. The first humapen ergo I (lot unknown) was associated with the product complaint (B)(4), and was not available for return. There was no complaint for the second humapen ergo I device, so its return was not expected. General device duration of use was since 2005. Suspect device duration of use not reported. The patient was the user of the pens and training status was unknown. The reporting consumer did not provide an opinion of relatedness. Update (B)(6) 2014: upon review of this case on (B)(6) 2014, the case was opened to update the case for regulatory submission. Update (B)(6) 2014: follow-up information received (B)(6) 2014 that there was no response from the reporter for several days, therefore, case was lost to follow-up. No updates make to narrative. Update (B)(6) 2015: additional information was received on (B)(6) 2014 which included product complaint number (B)(4) and was processed. No changes made to the case. Update (B)(6) 2015: upon review of this case, the case was opened to update the replacement device the patient received to a humapen ergo ii device. Update (B)(6) 2015. Additional information received (B)(6) 2015 from the global product complaint database.

Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer via a patient support program, concerns a (B)(6) female patient born in 1959. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (humulin 70/30) via humapen ergo I device, 15 each morning and 10 each evening (no units provided) for the treatment of diabetes mellitus beginning in 2005. In (B)(6) 2009, approximately four years after initiation, the patient was hospitalized due to high blood glucose. The patient was discharged after over two months. On (B)(6) 2014, the patient was hospitalized for high blood glucose again, where the fasting blood glucose was 17-28 (no units or reference range provided). The patient was discharged on (B)(6) 2014. The patient felt the regulation cocks degree scale of the humapen ergo I was not accurate (associated product complaint), so the physician changed the patient to a new humapen ergo ii device. At the time of this report, the patients fasting blood glucose was below 10 and postprandial blood glucose was 9-12. The outcome of the events was unknown. Human insulin isophane suspension 70%/ human insulin 30% remained ongoing. This report included two suspect humapen ergo I devices. The first humapen ergo I (lot unknown) was associated with the product complaint, and was not available for return. There was no complaint for the second humapen ergo I device, so its return was not expected. General device duration of use was since 2005. Suspect device duration of use not reported. The patient was the user of the pens and training status was unknown. The reporting consumer did not provide an opinion of relatedness. Update (B)(6) 2014: upon review of this case on (B)(6) 2014, the case was opened to update the case for regulatory submission. Update (B)(6) 2014: follow-up information received (B)(6) 2014 that there was no response from the reporter for several days, therefore, case was lost to follow-up. No updates make to narrative. Update (B)(6) 2015: additional information was received on (B)(6) 2014 which included product complaint number (B)(4) and was processed. No changes made to the case.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.